Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) the implantable neurostimulator (in s) was overdischarged. The rep. Met with the consumer and performed a physician mode recharge (pmr) allowing the consumer to charge with good coupling and allowing the ins to reach a quarter charge. The rep. Interrogated the ins with the clinician programmer which stated the ins was discharged, so they put the recharger back on the ins, and at that time it showed end of service (eos). No medical symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.